Event description:
It was reported that this right atrial (ra) lead exhibited lead dislodgement which was confirmed via chest x ray and threshold testing. Additional information received which indicated that there was no revision or extraction performed, however, an attempt and repositioning of this ra lead was performed during implantation. Post operation, this ra lead was dislodged. As of this time, this ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observation and detailed analysis revealed abnormalities. The field report identifies an issue addressed in the instructions for use (IFU) and, as such, is deemed a known inherent risk associated with the lead. This report is being submitted to correct the explant date field (d6b) in section d, suspect medical device.

Event description:
It was reported that this right atrial (ra) lead exhibited lead dislodgement which was confirmed via chest x ray and threshold testing. Additional information received which indicated that there was no revision or extraction performed, however, an attempt and repositioning of this ra lead was performed during implantation. Post operation, this ra lead was dislodged. As of this time, this ra lead remains in service. No adverse patient effects were reported. Additional information indicated that this ra lead exhibited difficulty in placement during implantation. The whole system including this ra lead was replaced with a non boston scientific leadless pacemaker. Subsequently, this ra lead was explanted for unknown reason and returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited lead dislodgement which was confirmed via chest x ray and threshold testing. Additional information received which indicated that there was no revision or extraction performed, however, an attempt and repositioning of this ra lead was performed during implantation. Post operation, this ra lead was dislodged. As of this time, this ra lead remains in service. No adverse patient effects were reported. Additional information indicated that this ra lead exhibited difficulty in placement during implantation. The whole system including this ra lead was replaced with a non boston scientific leadless pacemaker. Subsequently, this ra lead was explanted for unknown reason and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to correct the explant date field (d6b) in section d, suspect medical device.

Event description:
It was reported that this right atrial (ra) lead exhibited lead dislodgement which was confirmed via chest x ray and threshold testing. Additional information received which indicated that there was no revision or extraction performed, however, an attempt and repositioning of this ra lead was performed during implantation. Post operation, this ra lead was dislodged. As of this time, this ra lead remains in service. No adverse patient effects were reported. Additional information indicated that this ra lead exhibited difficulty in placement during implantation. The whole system including this ra lead was replaced with a non-boston scientific leadless pacemaker. Subsequently, this ra lead was explanted for unknown reason and returned for analysis. No additional adverse patient effects were reported.